Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing retainer, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original manufacturing specifications.

Event description:
The doctor stated that the "handpiece gets very hot while we are working on a patient and it has burned the patients lip." The office noted that the patient did not know about any injury until they noted blister the day after the procedure. The dental office indicated that other patients had been burned by the same handpiece but were not able to provide any more information about the other cases.